Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 402 mg/dl and current blood glucose was 396 mg/dl. Customer treated high blood glucose with bolus. Based on customer report customer does not allege pump was under delivering. The customer also reported that, the air bubbles issue. Run load reservoir and fill tubing with current set and insulin exited at the quick release set. Customer getting frustrated just want to connect back to the pump. The device will not be returned for analysis.